Event description:
A surgeon reported aspiration failure; tip was too hot, causing phaco burn. Add'l info received indicated sutures were required to close the wound. The surgeon stated the pt hd an astigmatism, and was still in the hosp. The questionnaire received on 11/6/06 indicated surgery for cataracta nuclearis provecta od. When installing the first trench with the conquer technique, a corneal burn occurred in the area of the incision at the beginning (few seconds) of planned phacoemulsification. The prolonged hospitalization was 19 days. The corneal burn involved the iris in the area of the incision. Several single button sutures in the area of the incision caused increased tension. Pt outcome is unk; high astigmatism.

Manufacturer narrative:
A co service rep checked the system, including handpieces, and found them to meet performance specifications. Add'l info was provided to customer on possible causes of thermal injuries. Investigation and root cause analysis are in progress.